Manufacturer narrative:
This report is submitted on april 5, 2019.

Event description:
Per the clinic, the patient experienced swelling at the implant site and subsequently the device was explanted on (B)(6) 2014.